Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed he patient's left ventricular lead was failing to capture. A x-ray revealed the lead was dislodged, with suspected twiddlers syndrome. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.